Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp) a revision surgery was performed in which the existing ipp was removed and a new spectra penile prosthesis (spp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient chose a malleable device after experiencing fluid loss with the explanted inflatable penile prosthesis (ipp). No more information available at the moment. Should additional information become available, it will be provided.